Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Technical support explained that this discrepancy can occur due to a large variance in pressures used to calculate insulin remaining in the cartridge, and once the insulin amount equals the static number, the fill estimate will resume counting down as normal. Caller understood and acknowledged the explanation.